Event description:
The patient was hospitalized two times in the same month in 2007 for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the pump had intermittent keypad function, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy. The pump history indicated that the patient continued to use the pump until 2007.